Event description:
It was reported that there was broken pins and a stuck pin - dose cord receptacle. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found internal corrosion damage on multiple parts including the latch lock, and latch lock flex sensor, and the downstream occlusion (dso) seal to be lifted. The latch lock flex sensor, latch lock, and the dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.